Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with the device not sitting correctly in the glans penis. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with malposition may have been due to a potential placement error of the device at the implant procedure.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with malposition may have been due to a potential placement error of the device at the implant procedure.

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with the device not sitting correctly in the glans penis. The device was explanted and replaced. There were no patient complications.